Manufacturer narrative:
Therefore, because a serious injury resulted, this event is reportable per 21 cfr part 803. The item was lost at the clinic and cannot be returned for evaluation.

Event description:
It was reported that a patient experienced a dental implant loss.